Event description:
On december 15, source called nellcor puritan bennett to report one of there units did not deliver volume with all leds on and contant single tone audible alarm. The alleged malfunction was found during bench testing.